Event description:
On (B)(6) 023, a nautilus smart oxygenator was leaking blood. The screen was blinking on and off with both battery and plugged in. There was no patient impact associated with the event.

Manufacturer narrative:
The device was returned for analysis. Inspection and testing of the device confirmed the leak in the sensor area. This is consistent with the reported blood leak. The investigation has not yet concluded.